Manufacturer narrative:
Following return and completion of laboratory analysis, this event will be further updated.

Event description:
It was reported that during the pre implant device interrogation, a safety mode operational mode was noted and unable to be resolved. The device was not selected for a procedure and is expected to be returned for laboratory analysis.